Event description:
Boston scientific received information in (B)(6) 2010, that this physician contacted technical services to report that this patient was admitted to the hospital. The device and lead system were exhibiting electrogram noise and diminished r-wave sensing associated with oversensing and delivery of inappropriate shock therapy. There had been a significant decrease in lead measurements over the past few days. The rv pacing impedance was approximately 464 ohms and the rv shock impedance was 44 ohms. The rv pacing threshold was 1.2 volts at 0.5 ms. During pocket manipulation, electrogram noise was reproducible. There were approximately 10-12 episodes with documented inappropriate shock therapy due to electrogram noise and oversensing. The local representative reported that a magnet was secured over the device to prevent any further inappropriate shocks.--

Manufacturer narrative:
Subsequently, boston scientific received information that the physician contacted technical services to request a longevity estimate on the chronic device. The physician reported that the lead had fractured and the patient had been scheduled for a lead revision procedure. Technical services informed the physician that the estimated longevity remaining on this device was 2-3 years. To date, the lead has not been returned for laboratory testing. The event will be reopened if additional information is received and/or the lead is returned for laboratory testing. Boston scientific received information that this patient's chronic device was explanted in (B)(6) 2012, due to normal battery depletion. The implant form comment section indicates that the model#0148 had been surgically capped back in (B)(6) 2010 and was replaced with a competitor rv defibrillation lead.